Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A health professional reported overcorrections post refractive procedures. Patient resulted ended up being hyperopic after photo refractive keratectomy (prk). Upon follow up, event is probably still persisting since surgical results were measured nineteen weeks post operative. There are three related reports for this facility. This report addresses a patient's right eye with event date of (B)(6) 2018 and other manufacturer reports will be filed.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. At the visit on site, the field service engineer verified the system was successful according to company specification. No abnormalities were detected during inspection of the device which could have contributed to the reported event. Logfile review by the service technician could not detect any abnormalities in terms of energy. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).